Event description:
The customer reported poor image quality live fluoro. Also, intermittent communication failure. No pt was involved.

Manufacturer narrative:
The system needs new style cpu and hardware to support new style cpu. The rep removed and replaced new style cpu along with hardware to support new style cpu. He erased the flash memory using utility suite then loaded release 29 software. He redownloaded cal files using utility suite. System boots up ok. Poor image quality and intermittent communication failure has been resolved. System tests and checks out ok.